Manufacturer narrative:
Correction: event date updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that, approximately seven years and two months post index procedure, a CT revealed a proximal type I endoleak. There was 25 mm between the existing talent stent graft and the left subclavian artery. Approximately seven years and five months post index procedure, the physician elected to implant a proximal extension and extended coverage over the area between the existing talent stent graft and the left subclavian artery. An angiogram revealed that the endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.